Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info was requested on 02/18/2011 by phone. A completed questionnaire was received on 02/10/2011. (B)(4).

Event description:
A surgical tech reported that following bilateral intraocular lens (iol) implants, both lenses were exchanged due to mechanical failure. In a f/u phone call, the tech clarified that mechanical failure means the pt was unable to adapt to the multifocal lens. Posterior capsule opacification was observed and both eyes had yag laser procedures performed before the exchanges. In a f/u, the surgeon reported he did not feel the iol caused or contributed to the event. There are two medical device reports associated with this event. This report is for the left eye.